Event description:
Event reported in (B)(6) by the customer: "on (B)(6) 2014 after 14:30 pm, (B)(6) from customer detected filtration at the distal portion of the cassette, while infusing taxol. Just infused 15 ml of solution. There were 15 minutes of delay in the therapy until set was changed by a new one." The report is late due to insufficient info to understand the failure and its impact on the patient at the time the report was received.

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). (B)(4).